Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-17556. It was reported that the patient presented in clinic for a follow up after a left ventricular assist device (lvad) was placed. Upon interrogation, it was revealed that the ventricular lead and implantable cardioverter defibrillator (icm) exhibited noise from the lvad. The noise resulted in pacing inhibition and multiple events of inappropriate antitachycardia pacing (atp) therapy. The device was reprogrammed. There were no more noise episodes. The patient was stable throughout.